Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, broken belt clip slot and cracked display window.

Event description:
It was reported that the insulin pump alarmed motor error every time the reservoir was nearly empty. Self test was performed and passed. Customer's blood glucose readings at the time of the call were 84 mg/dl. No further information reported.